Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d9; g3; g4; g6; h1; h2; h3; h4; h6 visual examination of the returned device found signs of repeated use chipped / gouged and is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 6+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial broke. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.